Event description:
Cytyc's technical support dept received a call reporting that, a nurse practitioner performed a standard pap test and was rinsing the collection device (broom-type) in the preservcyt solution vial, (which contained the pt's sample) when some solution from the vial splashed into her hair and eye. The nurse did not know that the solution had splashed into her eye until 2 hrs later when she experienced a burning sensation. The nurse removed her contact lenses and flushed out her eye. At that time, the nurse was unsure whether she would seek medical attention. An add'l follow-up call placed on 12/14/06 indicated that the nurse did seek medical attention and there was no treatment given or needed other than the flushing of her eye.